Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had error codes 77, compress motor speed adjusting (no action required), codes 55, 25 and 2 reported by the end user. He also noted a gas loss and augmentation below limit set alarms recorded in its logs. It was later clarified that the user reported a loss of helium to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer's biomed reviewed the iabp log files and observed gas loss and augmentation below limit set alarms, however did not observe any logs referring to low helium. The customer has not requested getinge to evaluate the iabp in connection with this event as they perform their own maintenance and repairs.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had error codes 77, compress motor speed adjusting (no action required), codes 55, 25 and 2 reported by the end user. He also noted a gas loss and augmentation below limit set alarms recorded in its logs. It was later clarified that the user reported a loss of helium to the customer's biomed. There was no harm or injury to the patient and no adverse event was reported.